Manufacturer narrative:
Analysis resulted in a pre-repair temperature test at 80,000rpm rear 95°f middle 106°f nose 145°f confirms device overheated. The handpiece runs rough. Nose bearings are corroded and stuck in the nose housing. The laser markings are faded. Also bearings and release collar are worn. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece overheated during the procedure. There was no patient impact.